Manufacturer narrative:
After its return, the ICD underwent an electrical incoming goods inspection. In agreement with the clinical observation, a warning was displayed on the programmer during the initial interrogation that indicates damaged memory content and the activation of the safe program. The memory analysis was able to confirm this. The device status was bos, no charge processes had been documented in the device memory. In general, the device is capable to detect damaged memory content. In such a case, the ICD reacts according to specification by switching to the safe program, in which all therapy functions are ensured. During interrogation, a respective warning message is shown to the user. The damaged memory was corrected during the analysis. After re-initialization with the help of a programmer, the implant functioned as expected. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. During the analysis, the ICD was reinitialized. An automatic formation was programmed for the following night, and the ICD was stored overnight at room temperature in the standard program with 500 ohm load. During the interrogation on the following day, there was again a warning message on the programmer that indicated damaged memory content. The safe program had again been automatically activated by the ICD. The device was then opened, and the internal structure was examined. No visual anomalies could be found. After an extensive analysis of the individual components, the cause for the clinical observation could not be clearly determined. Based on an exclusion analysis, damage to an integrated circuit that controls the repeatedly affected memory cell can, however, be assumed. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. It can therefore be assumed that the cause of the clinical observation occurred only after shipment of the device. In summary, a damaged integrated circuit can be assumed to be the cause for the repeated activation of the safe program. However, the device was fully able to provide therapy at all times.

Event description:
Ous MDR - after an implantation time of about 6 weeks, it was reported that the device switched to the back-up mode repeatedly. The ICD was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.